Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer was unsure of the cause of the occlusion alarms. The customer stated blood glucose (bg) levels were high; however, the customer was unable to provide a specific bg value. The customer was taken to the emergency room (ER) for diabetic ketoacidosis and was treated with insulin drip, saline drip, electrolytes, and potassium. The customer reported he also received a morphine shot for his pain. After being in the ER for an hour and a half, the customer was admitted to the hospital. While leaving the ER, bg levels were in the 300 (mg/dl) range; however, the customer was not too aware of his condition because he was ¿still feeling a high sensation¿ from the morphine. The customer did not identify any issues with the supplies during hospitalization. It was reported that the customer attempted to address impacted bg levels with correction boluses via the pump; however, the customer was unsure if the boluses were successful. The customer was treated with an intravenous drip and fluids during hospitalization and also reported being on the pump the last few days of hospitalization. The customer stated that his bg levels stabilized on the third day of being in the hospital. The customer left the hospital on (B)(6) 2017 with the issue resolved and no permanent damage to the customer.